Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed; the controller operated as expected during bench testing. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The volume reading obtained with a decibel meter is within the specification limit (79db to 100db). The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of 10 reports (3007042319-2016-01500, 01501, 01502, 01503, 01504, 01505, 01506, 01507, 01508, and 01551) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of 11 reports (3007042319-2016-01551, 01500, 01501, 01502, 01503, 01504, 01505, 01506, 01507, 01508, and 01509) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that controllers have been delivered to the clinic during the smr update. The vad coordinator mentioned that the power disconnect alarm is too quiet and different comparing to other controllers.